Event description:
It was vaguely reported that there was approx 4 occurrences of overdelivery in the last two weeks since the pumps have been brought into the hospital. No specific detail regarding the occurrences was received. No pt injuries have been reported.